Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a ventricular pacing lead presented with a lead warning and low impedance. The lead was capped and replaced. No further patient complications were reported due to this event.